Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted for parkinson's dual and movement disorders reported that their incision turned black right a day or two after normal battery replacement. Their healthcare provider (hcp) was afraid it was infected and decided to wait to turn the device on. The patient did not think there was an infection and noted they had to wait two more months to turn the device on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating their hcp told them to take their temperature daily and if they started running a fever to call the hcp that installed the battery. The patient did not run a fever.